Event description:
This catheter was being utilized for a coronary arteriography procedure when an artery dissection occurred. No further pt info was available. Note: the catheter in use at the time of this incident was the judkins left from the multi-pak I.